Event description:
It was reported that during the coiling embolization of an ima (inferior mesenteric artery), the axium coil pushwire broke as it was being loaded into the progreat microcatheter, which caused the implant coil to prematurely detach. The entire system (microcatheter, implant coil and pushwire) were removed from the patient. The procedure was completed with more axium coils without issues. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken which possibly retracted the release wire and led to the detachment of the implant coil. (B)(4).